Event description:
It was reported by the surgeon that during surgery and during use of the serfas energy 90-s max the tip fell off.

Manufacturer narrative:
Additional information will be provided once investigaton is completed.